Manufacturer narrative:
Concomitant medical products: product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Event description:
It was reported that the patient had her electrodes implanted and the left lead became infected. The left lead was explanted and the right lead was not hooked up to a generator until (B)(6) 2014. The patient outcome was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.